Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned for evaluation and no images were provided for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27mar2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine patient follow-up in the hospital a transthoracic echocardiogram (tte) was performed which showed an increased velocity in the outflow graft. The patient was then admitted. The hospital performed a computed tomography scan and identified a narrowing of the outflow graft underneath the bend relief. The outflow graft was stented on (B)(6) 2022. The patient was stable after intervention and no further alarms were reported.